Event description:
The customer reported footswitch problems. The customer borrowed a footswitch, and the system still did not function. No error messages were reported. The patient was under general anesthesia; surgery had commenced, with the eye prepped, draped and the lens sewn on the eye in preparation for retinal surgery. The surgery was aborted. Additional information received stated that there was no patient injury, and the patient's outcome is stable.

Manufacturer narrative:
The company service representative examined the system. The problem was observed, the host module was replaced and sent for in house testing. The system was checked; it met all product specifications, and was returned to service. Investigation including root cause analysis is in progress.